Event description:
It was reported that when the patient moved their body, from the standing position to the sitting position, their implantable neurostimulator (ins) tilted sideways. In this position, the patient experienced coupling and communication issues with the ins. The patient worked with their manufacturer representative to optimize recharging and coupling. It was determined that no revision was necessary. It was also reported that the patient had a low voltage power on reset condition (no code provided), and had received overstimulation in the lying down position. The patient received proper stimulation after the por was cleared and the patient's settings were adjusted. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer. (B)(4).